Manufacturer narrative:
Initial and final (B)(4) - device 1 of 2.

Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that patient faced two infusion set leakage from tubing. Patient's blood glucose at the time of issue was 272 mg/dl. Patient took correction bolus via pump to address high bg. Infusion set was in use for less than 1 day. Patient replaced infusion set and resumed insulin successfully. No further information available.